Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was in critical override mode. The customer also noted that the device was not communicating with the server to update the inventory list for pyxis fill, resulting in the pick list not updating throughout the day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.